Event description:
Caller states that the patient tested 5.3 inr on the device while the lab returned a result of 3.5 inr. Caller also reports that an additional professional device read the patient at .9 inr while this device subsequently provided a result of 3.5 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.